Event description:
Plaintiff reports initial bilateral implantation in 1974 with explant 4/25/96. Plaintiff alleges injuries as a result of implants containing or consisting of silicone, silicone gel, and/or elastomer made of silicone.